Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Event description:
The patient had suffered in a pelvis and a comminuted femoral shaft fracture. In the initial surgery on (B)(6) the patient was treated with an s2 femoral nail, 2 screws distal, 1 screw proximal. No issues were noticed at the end of the initial surgery. In rehabilitation, an issue with the fixation was noticed. The x-ray showed that the proximal locking screw was placed outside of the nail. Thus, when load was applied, the nail was pushed out of the bone moving proximal. The surgeon decided to revise with a new nail on (B)(6). After the revision surgery, it was noticed that the bladder of the patient was punctured. At which point this occurred and why is unknown to me. The surgeon claims that the damage of the bladder was related to the revision surgery.

Manufacturer narrative:
The event description alleged the proximal locking screw to be a noticeable product. Review of the inspection records of the instrument reported revealed no conspicuity. The item was documented as faultless prior to distribution. Even the required pre-operational functional test revealed no deficiency. All nail drill hole were passed without observation. Review of complaint history, CAPA databases and risk analysis did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There are no actions in place related to the reported event for the subject product. A product related non-conformity was not identified. In order to return the target adapter back to the field the item was checked with a function gauge used for tests for initial market release. During this test it was observed that slight misalignment occurred but not in such a way as reported. In practise the drill would have scratched the edges of the nail¿s drill holes, only. A complete position aside the nail was not at risk. Closer examination revealed that the webs between the drill holes of the clamping arm of the target adapter had ¿ only visible per microscope ¿ cracked resulting in slightly impaired clamping. Due to increased tolerances of the actually used implants and instruments this deviation was not obvious. Each instrument will inevitably suffer from long and frequent use. As the targeting arm had been in use for a longer time (more than 7 years) we pre-suppose that the device had fulfilled its tasks in former surgeries as intended without problems reported. The brochure instructions for cleaning, sterilization, inspection and maintenance ((B)(4)) shows several examples of damage and recommends removing of such damaged products ¿ however, the discrepancy was hardly obvious. Significant reduced accuracy in guidance is usually found during functional check which is required per IFU. In case of any deviation it is realized prior to use. Pre-supposing that targeting accuracy for drilling was confirmed by pre-operative check it can be concluded that the event was mainly based in the intra-operative procedure. With available information a more precise statement was not possible from technical point of view. A medical review was not possible as to missing medical records. In case further relevant information or the item(s) should become available, we reserve the right to update the investigation and change the root cause. According to available information respectively test results it was not verified that the target adapter had contributed to the event.

Event description:
The patient had suffered in a pelvis and a comminuted femoral shaft fracture. In the initial surgery on (B)(6) the patient was treated with an s2 femoral nail, 2 screws distal, 1 screw proximal. No issues were noticed at the end of the initial surgery. In rehabilitation, an issue with the fixation was noticed. The x-ray showed that the proximal locking screw was placed outside of the nail. Thus, when load was applied, the nail was pushed out of the bone moving proximal. The surgeon decided to revise with a new nail on (B)(6). After the revision surgery, it was noticed that the bladder of the patient was punctured. At which point this occurred and why is unknown to me. The surgeon claims that the damage of the bladder was related to the revision surgery.